Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. The physician selected an angiojet zelantedvt catheter for a thrombectomy procedure in the common femoral vein to treat a sub-acute clot. It was alleged that the catheter was sticking to the wire during the procedure. The case was completed with a different device. There were no patient complications reported and the patient's status was reported as good.